Event description:
Rec'd report that 6 bolus demand deliveries were recorded on the history and 19 were delivered. The customer reported that when a nurse was clearing the pump, she noted that more medication had been given than the number of pt requests registered on the pump. The pump was programmed to deliver an unspecified concentration of morphine, 1ml pca dose with a 10 min pt lockout. The customer reported the pt as "hemodynamically stable" and was "under medicated; the pt was in pain". The nurse discontinued the pump and medicated the pt with add'l medication. The pt's pain mgmt therapy was resumed with a different pump. The customer stated the pt did not experience any adverse effects. Though requested, no further info was available.